Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was on arctic sun device and nurse did not get any alerts during the shift. Nurse stated that patient temperature was 35.0c, water temperature was 38.4c and trend indicator was two arrows down. Nurse wanted to confirm the device was working properly. Nurse confirmed patient temperature was 35.0c, water temperature was 38.4c, target temperature was 36c, flow rate was 2.8lpm, outlet monitor temperature (t1) was 40.7c, outlet control temperature (t2) was 40.5c, inlet temperature (t3) was 38.4c, chiller temperature (t4) was 4.5c, inlet pressure was -7.0psi, circulation pump command was 81 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5, system hours were 3249 and pump hours were 2959. Nurse drained 500ml of water from right side drain port. And checked event log and it showed multiple alerts during early part of case including alert 112 (confirm return to cooling phase), alert 114 (treatment stopped), alert 14 (patient temperature 1 probe out of range), alert 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic), alert 05 (water reservoir empty) and alert 01 (patient line open) . While checking event log water temperature reached 40.5c, circulation pump command was 78 percent, heater command was 56 percent, patient temperature was increasing, and trend indicator had one arrow up. They had also discussed causes of possible heat generation and the need for cold water to manage patient temperature.

Event description:
It was reported that the patient was on arctic sun device and nurse did not get any alerts during the shift. Nurse stated that patient temperature was 35.0c, water temperature was 38.4c and trend indicator was two arrows down. Nurse wanted to confirm the device was working properly. Nurse confirmed patient temperature was 35.0c, water temperature was 38.4c, target temperature was 36c, flow rate was 2.8lpm, outlet monitor temperature (t1) was 40.7c, outlet control temperature (t2) was 40.5c, inlet temperature (t3) was 38.4c, chiller temperature (t4) was 4.5c, inlet pressure was -7.0psi, circulation pump command was 81 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5, system hours were 3249 and pump hours were 2959. Nurse drained 500ml of water from right side drain port. And checked event log and it showed multiple alerts during early part of case including alert 112 (confirm return to cooling phase), alert 114 (treatment stopped), alert 14 (patient temperature 1 probe out of range), alert 15 (unable to obtain a stable patient temperature), alert 50 (patient temperature 1 erratic), alert 05 (water reservoir empty) and alert 01 (patient line open) . While checking event log water temperature reached 40.5c, circulation pump command was 78 percent, heater command was 56 percent, patient temperature was increasing, and trend indicator had one arrow up. They had also discussed causes of possible heat generation and the need for cold water to manage patient temperature.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the arctic sun device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.